Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A device was returned to third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, dust/dirt was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There were 32 errors found. The third-party service center concludes that they confirm the customer's allegation and there was a visible foam degradation and unit got corrected.